Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Reporter phone number unknown. The customer replaced the power management printed circuit board and the issue was resolved.

Event description:
The customer contacted philips technical support and stated that the unit only operates under battery power. The customer reported that there was no patient involvement. The event date was not specified; estimate used.